Event description:
It was reported, when the camera head was plugged into the controller and the plug was held and wiggled, the image dropped out. The issue occurred, during an unspecified procedure. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation. And since, the device malfunction was not confirmed, during evaluation. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, when the camera head was plugged into the controller and the plug was held and wiggled, the image dropped out. The issue occurred during an unspecified procedure. The procedure was completed using the same device. There were no reports of patient harm.